Manufacturer narrative:
All buttons functioned properly. However, moisture damage on keypad traces. No ramping numbers on their own or scrolling bar moving anomaly noted. Insulin pump received with minor scratches on display window.

Event description:
Customer reported, she was trying to input carbohydrates and the number kept ramping. Customer's blood glucose was 96 mg/dl. Customer does not recall any significant event that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.